Event description:
It was reported that an ilet user experienced loss of cgm data after an accuracy concern and subsequent recalibration, with the pump remaining in a prolonged ¿pairing with sensor¿ state until troubleshooting steps were completed, including a toggle procedure, ilet restart, and reentry of the sensor pairing code, after which readings resumed on the pump. Symptoms included absence of glucose readings on the pump due to loss of communication between the pump and the dexcom g7 sensor. Outcomes included temporary interruption of cgm-driven therapy information without alerts or alarms and without hospitalization. Investigation included guided troubleshooting and education to reestablish communication and confirm pairing. Investigation of this case revealed a communication/pairing issue between the pump and the cgm sensor that resolved after device restart and re-pairing, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was transient connectivity disruption resolved by standard troubleshooting.